Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported, by the patient, that she underwent a gynecological procedure on an unknown date and an obturator sling was implanted. The patient states that upon removal of her catheter, she flooded the hospital floor and from that day on the force urine leaves her body at is almost unbelievable, spraying like a garden hose, soaks everywhere and ruins everything in sight. She has experienced ongoing severe uncontrolled forceful urination. Her clothing and bed linens are changed continually and incontinence pads don't work. She reports continual urinary tract infections, chronic backache, sciatica, painful thighs and legs and numbness in the vagina when sitting. Also, the minute she has the urge to urinate, a painful electrical charge sears her bladder even though she drinks water, decaf, and no alcohol. Additionally, the pain is all the time and she is absolutely miserable, has become a recluse, the psychological toll is taking effect, her marriage suffers and it is a living hell. The device, since inserted, has taken her life and she wants to be made whole again and free from pain. Additional information was not provided.